Manufacturer narrative:
The device was manufactured june 9, 2017 ¿ june 13, 2017. The device was received for evaluation containing approximately 135 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the large volume folfusor under infused. The expected infusion time was 46 hours; however, after an unspecified time, the device did not fully infuse and approximately 50% of the volume remained. The device was filled with 4500mg of 5fu diluted with 143ml of 5% glucose for a total volume of 233ml. There was no patient injury or medical intervention associated with this event. No additional information is available.